Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient's mother on (B)(6) 2018. The patient's mother stated the patient's doctor ordered an x-ray and the result of the x-ray discovered that the sensor wire had travelled into the patient's rib cage area. She stated that the doctor wanted to have the sensor wire surgically removed. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.